Manufacturer narrative:
(B)(4). The sample was received and evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. An internal and external inspection was performed. The device could not be turned on due to a defective power supply. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported problem was identified during evaluation and the cause was determined to be a defective power supply. The power supply was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced the smell of a burning odor on the homechoice device, during dwell one of four. The hp was connected at the time of the event. The hp disconnected from the homechoice device. The technical service representative arranged to swap the homechoice device and discussed using continuous ambulatory peritoneal dialysis (capd) until the new homechoice device was available. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.